Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08298. It was reported the patient experienced surges when the device was switched on but the location of the surge and whether it was positional were unknown. The patient was to be referred to a pain doctor for the x-ray diagnostics.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.